Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested: can you please clarify how the "stapler fired improperly"? Was the device not able to be closed? Did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Were there any patient consequences? The following response was obtained: staples were not completely formed while firing, the staple formation was improper. No patient consequences were there.

Event description:
It was reported that during an unknown procedure, stapler fired improperly, completed case using another cartridge.

Manufacturer narrative:
(B)(4). Batch # p57t45. The analysis results showed that the cr40g reload was received with no apparent damage fully loaded with staples; the washer was uncut, the drivers and knife were recessed below the cartridge deck. The reload was tested for functionality with a test instrument and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.